Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went in to get a ten minute procedure of the device and got a staph infection. Patient reported he believed they did a culture because they knew it wasn't merca. Patient stated his wound turned red and inflamed. It was reported the infection was at incision site. Patient stated they received IV antibiotics for at least a month. Patient was not sure if he took oral medication because it has been too long. Patient stated they had the ins removed. They had to open it up and let it heal from the inside out. They replaced it on the other side on the right side of the abdomen. Patient was not sure if the leads were removed too. No further complications were reported/anticipated.